Event description:
Reporter alleged obtaining the results of 390 mg/dl, 202 mg/dl, 163 mg/dl and 143 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that she took 24 units of insulin based off the 163 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 390 mg/dl, 202 mg/dl, 163 mg/dl and 143 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that she took 24 units of insulin based off the 163 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.